Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, the left atrium was perforated. This was confirmed via fluoro and intracardiac echocardiography (ice). The patient became unstable and their blood pressure dropped. The patient had a pericardiocentesis and about 1000 ccs of fluid was removed and the drain is being kept in place. The patient did not require surgical repair. The patient became stable after the pericardiocentesis. The case was terminated. The patient stayed overnight for observation and a repeat echo was done the following day. The physician and the medical team felt that there was some high force reading while ablating the roof of the left atrium. They saw that they were out of their matrix and they verified via fluoro and ice for confirmation of the perforation. The maximum wattage used was 50 watts. Since the event (cardiac perforation) is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received. It was reported that the patient is male. Therefore, the a. 3. Gender was updated. It was also reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event is fully recovered. The patient stayed overnight for observation. No other relevant history. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was set to low flow at 2mm. Correct catheter settings were selected on the generator. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were: dashboard, vector, and visitag. The visitag module was used, the parameters for stability used were 2 mm change, 3 grams, 25% force over 3 sec. Visitag set to time 0-7 sec with tag size of 3mm. There were no additional filters used with the visitag. Color option used prospectively was time. The pump was working as designed during the case and there were no issues reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).